Event description:
Report received from health care provider that pt had been experiencing good tremor suppression until approximately 2 weeks ago, when he had return of his tremor symptoms as well as intermittent "shocking". The shocking sensation could be reproduced by palpating the pt's extension/lead site. Additionally, the extension had migrated from behind the pt's ear to the mid-neck area, and the pulse generator had rotated in the pocket. X-rays showed "2 suspicious areas" along the extension; not clear whether these may be fractures or other device complication. Follow-up with the health care provider is ongoing as of the date of this report.